Manufacturer narrative:
The pump remains implanted. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as log files were not available for analysis and analysis of the device could not be performed as it was not returned. Based on the reported event and without the return of the device no root cause conclusion can be made; however, with review of the device history records there is no indication of any manufacturing issues impacting the event. Method: process evaluation. Result: no failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the controller was not storing data that was entered from the monitor. The vad coordinator made the decision to electively exchange the controller. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product has not been returned.